Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with tubing separating.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with tubing separating on 2 occurrences. Date/time and or patient information is unknown.

Manufacturer narrative:
B.5. Describe event or problem: it was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with tubing separating on 2 occurrences. Date/time and or patient information is unknown. Investigation summary: received an 18ga nexiva catheter-adapter assembly. The remainder of the unit (ext. Set, needle assembly & packaging) was not returned for evaluation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation adapter from tubing with lot #8232654 regarding item #383519. DHR review shows the lot number was built / package on nfa line 1 from 23aug2018 thru 26aug2018 for the amount of (B)(4). 1 non-related quality notification was initiated during production. All other challenge, set up and in-process samples were performed and passed per specifications. Investigation conclusion: traces of patient residue was observed throughout the components of the catheter-adapter assembly received. The extension tubing was missing from the port of the winged adapter. Traces of adhesive residue were present on the outer rim of the wing adapter port. Root cause description: the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. Rationale: CAPA 684099 has been initiated to further investigate this issue. Review of the end user risk analysis (eura) disclosed that with limited severity and occasional occurrence, the risk to the end user is acceptable.